Event description:
During case, the generator and device would function as intended on desired settings and periodically the generator would reset to the default settings for both cut and coag.

Manufacturer narrative:
(B)(4). Eval, method, results: facility disposed of device. Device is not available for return and inspection. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.